Event description:
It was reported that the during implant of the atrial lead, the suture sleeve migrated down the lead. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.